Event description:
Customer reported to have received excessive no delivery alarm and was able to resolve with infusion set changed. Customer's blood glucose was 512 mg/dl which was treated with manual syringe. Customer also reported to have later received an off no power alarm. Troubleshooting was performed for off no power alarm. After troubleshooting, customer was advised to insert new battery and to monitor insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.